Manufacturer narrative:
The returned device was evaluated and the investigation found to have a damaged cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time.

Event description:
Patient¿s blood glucose (bg) reached the "400's" mg/dl while wearing the pod between 24 and 36 hours. Patient had observed fluid leakage at the infusion site.